Event description:
Consumer complaint of low blood results. I verified that the test strips are in date (09/30/2014). The customer was concerned because the blood test that he performed on the meter was lower than what his usually receives. The customer is use to receiving test results that are within the high 100 range. The customer has received a 72 on (B)(6) 2013 at 08:19 pm which is considerably low compared to the other results that are in the meter which are: 183 on (B)(6) 2013 at 09:36 pm; 176 on (B)(6) 2013 at 10:29pm; 170 on (B)(6) 2013 at 8:01am; 166 on (B)(6) 2013 at 9:44pm. No adverse event reported.

Manufacturer narrative:
Product not returned for evaluation. (B)(4). Most likely underlying root cause of malfunction. User had inaccurate reference.

Manufacturer narrative:
(B)(4). Returned meter evaluated with not defect found. Customer returned expired test strips, unable to evaluate. Most likely underlying root cause of malfunction: user had an inaccurate reference or user is testing with expired strips. Note: customer returned the product 20 months after the initial phone call.

Event description:
Consumer complaint of low blood results. I verified that the test strips are in date (9/30/14). The customer was concerned because the blood test that he performed on the meter was lower than what his usually receives. The customer is use to receiving test results that are within the high 100 range. The customer has received a 72 on 4/3/13 at 8:19 pm which is considerably low compared to the other results that are in the meter which are: (B)(6). No adverse event reported.